Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin injection 2 grams stat (route not reported) for the peritonitis event. On unreported date(s), the patient was treated with fortum injection 1 gram once daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that antibiotic treatment was completed on an unknown date. The patient¿s pd fluid was clear and they had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.